Event description:
Implant failed due to implant fracture at placement.

Event description:
The implant malfunctioned due to it fracturing during placement. Themalfunction did not cause or contribute to a death or serious injury.